Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) white female patient had impella cp optical pump inserted in the right femoral artery. The patient was bleeding profusely when the repositioning sheath was inserted and as a result three (3) units of red blood cells (rbcs) was administered.